Event description:
It was reported that the patient underwent an unspecified spinal surgery. During insertion of the interbody device, the device was pushed too far posteriorly, slipped into the spinal canal, and paralyzed the patient. The interbody device was withdrawn, as it was still attached to the inserter, and was properly placed in the disc space. The patient has been diagnosed with paraplegia. Per the reporter, the patient is recovering now with slight movement of the lower extremities.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.